Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a party stated her late husband developed a staph infection after implantation of an exactech artificial joint. Party mentioned the joint was removed after five years of chronic pain in his shoulder and arm, requiring a long course of antibiotics. Shortly after the new joint was inserted her husband passed away. No further information available. Revision reported under MDR #1038671-2025-01060.